Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving hydromorphone of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was noted that they thought the dose rate was 1.0009, but that this might not be accurate. It was reported that the patient¿s memory was not so good from a previous heat stoke he had in (B)(6) where the patient was in the hospital for three months in 2016. Since the stroke the patient had blank spots where he couldn¿t remember anything. It was further reported that the pump was refilled three to four months ago, believed to be (B)(6) of 2018. It was further indicated that they thought when they refilled the pump, they ¿shut off the reservoir and didn¿t turn it back on¿. After being refilled, the patient had nine holes where they tried to refill the pump. The patient woke up the next day deathly ill like he was going through withdrawal. The date of the event is unknown. They had called the physician who wanted the patient to come in. It was noted that the patient¿s car had broken down on the way to visit the physician and the patient had been back to the physician since. Physician listings were provided as requested. No further patient complications have been reported as a result of this event.